Manufacturer narrative:
The insulin pump was received analysis revealed found intermittent button response due to corroded keypad traces. The insulin pump passed the unexpected restart error test. There was no unexpected restart alarm noted. The insulin pump was received with cracked case at the window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed an error and had unresponsive buttons. The blood glucose reading was 430 mg/dl, which the customer treated with manual injection. The alarm was recurring during normal device use. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.